Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch mlq221- and no non-conformances were identified. H3 investigation summary ==> it was reported that the device had pull off issues. There was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, two samples with a detached needle of product code 8721 lot# mlq221 could be observed. However, no conclusion could be reach as the samples were not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: please clarify, did the needle pull off during dispensing (before use on patient?) Or during suturing? (Use on patient) during using device return status/follow up. Discard, no sample second device reported in mw 2210968-2019-82774.

Manufacturer narrative:
(B)(4). A photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the infant patient underwent congenital heart procedure on (B)(6) 2019 and suture was used. During the procedure, the needle pulled off. A like device was used to complete the procedure. There was no report of patient injury.